Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pelvic. Following insertion the patient experienced pain, erosion, infection, bleeding, urinary/bowel problems, recurrence, dyspareunia and other- urethral obstruction, retention, paralytic bladder, interstitial cystitis, bladder spasms, granulation and migration of mesh. It was reported that on (B)(6) 2010 the patient underwent lysis of sling, cystoscopy, hydrodistention, bladder biopsy due to urethral obstruction and interstitial cystitis.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent interstim implant surgery on (B)(6) 2011, interstim revision surgery on (B)(6) 2011, interstim removal surgery on (B)(6) 2011 and interstim placement surgery on (B)(6) 2012. It was reported that patient underwent posterior repair on (B)(6) 2012 due to rectocele surgery.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.